Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post-drug eluting stenting treatment procedure, hypersensitivity and patient complications occurred. The patient had a taxus express2 2.25x12mm stent implanted in (B)(6) 2008. The target lesion location was not provided. Since the stent implant the patient has experienced intermittent episodes of hypertension, hives, hyperventilation and other symptoms which include "a hot face, red ears and watery eyes." The symptoms appear monthly and then resolve. The patient is reported to be taking a variety of unspecified medications.